Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead exhibited high impedance measurements. No intervention was reported. The patient was in stable condition.

Event description:
New information received noted that the right atrial (ra) lead exhibited high capture threshold measurements.

Manufacturer narrative:
The reported events of unacceptable threshold and high pacing impedance were not confirmed. A complete lead was returned in one piece. Visual and x-ray examination of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.